Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the gui cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred.